Manufacturer narrative:
The tip cover accessory has been returned and failure analysis investigation has been completed. Failure analysis confirmed the reported complaint. Visual inspection confirms a semi-circular piece is missing at the distal end opening. It is unclear if the damage is mechanical or thermal in nature. Adjacent to the missing piece is a mouth tear in the axial direction with an oblong hole located at the end of the tear. The hole exhibits a crater-like appearance that is typical of arcing through the tip cover. The tear is adjacent to, but not aligned with one of the parting lines the tip cover. Based on the location of the tear, it is likely that the tear was caused by open/close cycling of blades, causing the tear to initiate at the distal end opening and propagate proximally. This complaint is being reported due to the following conclusion: failure analysis investigation found evidence of arcing on the tip cover accessory. Although, no patient harm occurred, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, it was observed that the tip cover accessory while installed on the monopolar curved scissors (mcs) instrument was tearing at the seam. A very small piece was observed to be missing, likely removed from the surgical site via suction. The patient was not harmed as the tip cover was replaced when the defect was noted. On (B)(4) 2017, intuitive surgical inc., (isi) obtained the following additional information from the initial reporter: the tip cover accessory and the monopolar curved scissors instrument was inspected prior to use. Electro lube was not applied. The tip cover did not come into contact with any other instruments during use. The tear was discovered multiple times throughout the case when the doctor had the scissors spread for dissecting. There was no difficulty installing the tip cover onto the instruments.